Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator's upper display was erratic. The ventilator was not in use on a patient at the time of the reported event. A technical support engineer (tse) troubleshot the issue with the customer over the phone and recommended swapping the upper and lower displays. It was reported that the unit was going to be retired.